Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 3.3, 9.6, and 10.4 mmol within 20 minutes, with a difference of 54%. Pt did not experience any adverse events. No further info has been reported.